Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the tube. Water drops were found in the tube."

Manufacturer narrative:
H6: investigation summary: bd received 4 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the tube. Water drops were found in the tube."